Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: outcomes; evaluation codes. The esheath and commander delivery system were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No relevant photographs, video or imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints. Complaint history review revealed the control limits did not exceed the (B)(6) 2019 limits for the appropriate trend category. Per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 & 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process the sheath shaft components undergo multiple 100% visual inspections under magnification. The esheath tip undergoes dimensional and visual inspections. The esheath final assemblies undergo multiple 100% visual inspections by manufacturing and quality. In addition, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. For work order to have been released, all samples must pass pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed as the device was not returned and no relevant imagery was provided. The complaint description stated the patient had mild levels of calcification at the access vessels, which can contribute to the resistance experienced during delivery system insertion. Calcification can prevent the sheath from fully expanding to accommodate the delivery system. It is also possible that device preparation / use could have impacted the procedure. Improper valve crimping can lead to a suboptimal thv profile for insertion through the sheath. Improper flushing of the device, which can lead to increased friction between the devices. Or steep insertion angle of the sheath, which can introduce a difficult bend angle in the insertion pathway of the delivery system and thv. Although a definite root cause was not able to be determined, available information suggests possible procedural factors (improper valve crimping, improper device flushing, insertion angle), in addition to patient factors (vessel calcification) may have contributed to the resistance encountered during the insertion of the delivery system and valve through the esheath. Vessel characteristics, in addition to manipulation of the devices during the procedure, may have contributed to the injury to the left external iliac artery and subsequent stent placement. No product non-conformances or IFU/training manual deficiencies were identified, and review of complaint history revealed that the complaint rate did not exceed the september 2019 control limit for the relevant trend category. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 14fr esheath was inserted into the left femoral artery without resistance. Some resistance was encountered when a 26mm sapien 3 valve and 26mm commander delivery system were inserted into the esheath. Post valve deployment and withdrawal of the esheath, ¿leakage of contrast¿ was observed from the left external iliac artery (eia). A covered stent was implanted, and the procedure was completed. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 6.0mm with mild calcification and no tortuosity reported. The esheath and delivery system were discarded following the procedure.